Event description:
(B)(6) study. It was reported that ventricular perforation, hemorrhage, pericardial effusion, cardiac tamponade, surgery and death occurred. The subject was enrolled into the (B)(6) study in (B)(6) 2019 and the index procedure was performed on the same day. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was not performed. A 23 mm lotus edge valve was inserted however not implanted. The 23 mm lotus edge valve was exchanged for a 25 mm lotus edge valve which was deployed successfully. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. During the index procedure, the subject developed intra-operative pericardial effusion with cardiac tamponade. Pericardiocentesis and a sternotomy was performed and a left atrial appendage (laa) perforation was discovered. The cause of the laa perforation was thought to be a pace maker lead and not related to the lotus edge valve. The perforation was sutured and the chest was closed. Later that evening a second sternotomy was performed and a ventricular septal perforation was discovered. Cardiopulmonary by-pass was initiated to treat the complications. The event was managed medically and resulted in prolongation of the hospitalization. A blood transfusion was also performed for the bleeding. Eleven days later, the subject expired.

Manufacturer narrative:
It was further reported that the laa perforation was caused by a non boston scientific guidewire. The previously reported events were found to be not related to the lotus edge valve. B1 - adverse event/product problem: updated to adverse event. B2 - outcomes attributed to adverse event: updated to other serious (important medical events). B5 - describe event or problem was updated with additional information received. H6 - patient codes were updated based on additional information received. H6 - method codes, results code and conclusions codes updated based on investigation results.

Event description:
It was further reported that the laa perforation was caused by a non boston scientific guidewire. The previously reported events were found to be not related to the lotus edge valve. Reprise IV study: it was reported that ventricular perforation, hemorrhage, pericardial effusion, cardiac tamponade, surgery and death occurred. The subject was enrolled into the reprise IV study in (B)(6) 2019 and the index procedure was performed on the same day. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was not performed. A 23 mm lotus edge valve was inserted however not implanted. The 23 mm lotus edge valve was exchanged for a 25 mm lotus edge valve which was deployed successfully. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. During the index procedure, the subject developed intra-operative pericardial effusion with cardiac tamponade. Pericardiocentesis and a sternotomy was performed and a left atrial appendage (laa) perforation was discovered. The cause of the laa perforation was thought to be a pace maker lead and not related to the lotus edge valve. The perforation was sutured and the chest was closed. Later that evening a second sternotomy was performed and a ventricular septal perforation was discovered. Cardiopulmonary by-pass was initiated to treat the complications. The event was managed medically and resulted in prolongation of the hospitalization. A blood transfusion was also performed for the bleeding. Eleven days later, the subject expired.